Manufacturer narrative:
(B)(4). The actual device was returned and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification with issues noted. There was inadequate heat seal, tubing to patient line connector. Functional testing performed included leak testing (eight psi underwater pressure test), clear passage test, clamp function test and device-device interaction testing (sample ran on machine). Leak testing identified leak from inadequate heat seal at the tubing to patient line connector. The product did not meet product specification. The reported problem damaged was verified to be caused by a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a care giver discovered a damaged disposable cassette. The care giver stated that the port from the patient line fell off when they attempted to drain the cassette. The care giver stated that the port was not tugged on, but was gently pulled to try and get the patient tubing straight. There was no patient injury or medical intervention associated with this event. No additional information is available.